Event description:
It was reported that the right ventricular lead was capped due to unacceptable thresholds, high impedance of 2634 ohms, and an apparent lead fracture. No patient complications have been reported as a result of this event.